Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problems with the reservoirs. The first one, the customer could not push air into the vial of insulin or pull insulin out; they tried later, and were able to push air in, but did not feel comfortable using because they stated that it was not sterile anymore. The second one had a large air bubble, which the customer was able to expel before using the reservoir. The customer's blood glucose was 53 mg/dl and was treated with glucose tablets, food and drink. Assistance was provided. The customer also stated that every time they put on a new infusion set, a piece of plastic comes off. The customer was unsure where the plastic piece came from. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used reservoir. Performed pre-fill all reservoirs. The reservoir and transfer guard passed per inspection. No occluded anomaly was found during analysis.